Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the flow sensor was stuck to the top of the housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the tidal volume was inaccurate, discovered during pre-use checkout. There was no report of patient involvement.